Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.

Event description:
Covidien (B)(4) reported that the optistar unit did not clear in between patient injections, giving the second pt the rest of the first pt's injection. No further pt or procedural info available at this time.